Event description:
The sm8-2010 valve was implanted on (B)(6) 2014 to replace a hakim valve implanted on (B)(6) 2008. After the implantation, the valve was found to change the pressure setting on its own regularly. The surgeon decided to explant the valve and replace it by another hakim valve.

Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: visual check: the dry valve is clean, a piece of kt about 10mm is sutured to the output connector. Some clamping marks are visible on the body. Functional checks: the ball is stuck on the inlet connector and a mechanical action with a metallic stylet is due to unstuck it. The rotation could be done without difficulty in state of return. Pressure: the return valve meets our specifications in terms of pressures settings. Conclusions the ball is stuck to the seat, but programming and pressures are within specification. The problem encountered: "regular pressure setting change" could not be reproduced in laboratory condition. Nevertheless, the sm8 valve by design don't have "magnetic lock" mechanism, the rotor is held in place by the friction force. So strong magnetic fields and severe shock can accidentally change the pressure setting. As indicated in the IFU, after exposure to the MRI or after shocks, the pressure setting position should be checked.

Event description:
The sm8-2010 valve was implanted on (B)(6) 2014 to replace a hakim valve implanted on (B)(6) 2008. After the implantation, the valve was found to change the pressure setting on its own regularly. The surgeon decided to explant the valve and replace it by another hakim valve.